Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a combined initial and final report.

Event description:
The dacapo powerpack was received by headquarters service repair and was observed to be leaking. According to the information from the field, the user had neither contact to leaking electrolyte nor injuries.